Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was investigated by field safety technician. According to the service order: upon arrival found battery displays 24 volts when unplugged. Tested with circuit at 2500 rpm 4 lpm on battery power. Received low battery alarm after 24 minutes. Unit shuts off after 27 minutes run time. Replaced battery. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that the customer was transporting patient from or to ICU and received low battery alarm shortly after beginning transport. .customer's report per email "never lost power, just plugged in to outlet and then marched down hallway from outlet to outlet to rm 6 with watts increasing to >22. Then in room with plugged in~45min, increased to >25 but would decrease to 23 within 5 sec. (B)(6) rn, ccp, lp perfusionist cardiac surgery" clarification from customer. He meant to say volts not watts. No patient harm or adverse effect. Completed therapy without incident. (B)(4).